Event description:
Revision surgery - due to the dislocation of the bipolar head resulting in a fracture of the posterior acetabulum.

Manufacturer narrative:
The reason for this revision surgery was identified as a fracture after 29 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 7th complaint for this part (2 pain, 2 infection, 2 trauma, 1 dislocation), first for this lot. The root cause for the fracture was reported as a dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness. Disposed of.